Manufacturer narrative:
Testing and investigation found the device alarmed with a chirping tone prior to a power loss. The power loss was found to be due to corrosion on the battery contact, this may cause intermittent contact between the disposable aa batteries and the positive battery contact which will result in intermittent power losses. The cause of the contamination could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, while on ac or dc power the device powered off by itself without sounding an audible alarm tone. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.